Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, cobalt and chromium in her blood system in excess of normal levels, presence of amorphous fluid and inflamed tissue consistent with metallosis, and cloudy synovial fluid. Update 9/23/2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated corrosion and osteolysis. There was mention of a psuedotumor and then it also mentioned there wasn't a pseudotumor. Lab values indicated metal ion levels above 7ppb. The stem is being added to the complaint. There was no mention of any metallosis as previously alleged. It should be noted that the primary operative note indicates it the left hip that was operated on, but based on which hip was prepped and drapped the right hip was operated on. The complaint was updated on:10/20/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified one other report against the stem product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.